Event description:
It is reported that during orif scaphoid procedure, the tip of the driver broke off in the head of the screw. This occurred when the surgeon was using the cannulated stardrive screwdriver over the k-wire, and was on the final tightening of the screw. The surgeon removed the piece and completed the procedure without any further complications. This complaint is on the cannulated stardrive screwdriver (p/n: (B)(4)).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the t8 head partially broken off. The specific investigation showed the microscopic view of the broken surface does not show material structure deviations. The outside diameters were measure with a micrometer and found to be within range of specifications. The manufacturing records show correct material treatment and hardness. We suppose that mechanical overloading situation while use led to the breakage. It is concluded no manufacturing related fault was found.